Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes capture and sensing anomalies. The lead was broken in half in the subclavian vein. Only the proximal portion was removed from the patient.